Event description:
It was reported that the pump battery was depleting quickly .multiple attempts were made by tandem technical support to continue troubleshooting the issue, however, the customer never responded. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.